Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue. Additional findings not related to the malfunction/issue the silver frame around the mute button was "floated", so the vanity cover was replaced to address this issue. After the parts were replaced on the device, the final and run-in tests, battery and valve checks were performed on the device. The device was found to be operational, and the device was cleaned.